Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "presence of silicone traces in body".

Event description:
Patients representative reported "in the current exam of the patient after the replacement, the presence of silicone traces in patient body was found from a ruptured contralateral side device" device has been explanted. This record corresponds to the right side.